Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The display screen was reported to be blank while audible tones were heard, indicating the pump was powered on. The display was functional after the pump was rebooted during troubleshooting. There was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.